Event description:
It was reported that patient underwent shoulder procedure in 2009. During procedure, the tip of a screwdriver fractured and lodged in a screw head while it was attempted for insertion into the glenoid component. The fractured tip was retrieved; a delay lasting greater than thirty minutes was incurred.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found evidence that it fractured in a brittle manner, due to a combination of bending and torsion overload.this report filed september 8, 2009.